Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital biomed reported that the front end connector [therapy port] was damaged which prevents them from using the device. No patient involvement was reported.